Event description:
It was reported by service report that the fowler could not be lowered to the lowest position electronically or by CPR release. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Gas piston.